Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the lead exhibited noise. The lead was explanted and replaced successfully on (B)(6) 2018 during a system upgrade procedure. The patient was in stable condition before, during and post-procedure.